Event description:
Revision surgery - pt fell and sustained a fracture.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured bone after less than five months of patient use. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the third complaint for this part number, two due to assembly issues with a gap observed. This is the first complaint for this lot number. The root cause for the fractured bone was due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.